Event description:
The pt was included in the (B)(4) registry in (B)(6). Approx a year and a half after the stent implant, the pt presented with pain. Angiography revealed in-stent occlusion in the left distal superficial femoral artery and left popliteal artery. Intervention included a rotarex thrombectomy, pta with a balloon and additional stent implant. Doppler sonogram showed good post-interventional results.

Manufacturer narrative:
Conclusion: there is no indication of a device malfunction. At the original implant, there were no reported issued with the delivery and placement of the stent. The cause of the event is likely due to the pt's disease progression. The device has the ce mark for the peripheral vascular indication in europe. This pt had two stents originally implanted and both stents resulted in restenosis. Reference MDR#3005325609-2012-00024.